Event description:
The lead was not working. The patient met with a company representative and health care provider (hcp) in (B)(6) 2014. The device was not working and needs to be replaced. It was further clarified that it was one of the leads that needs to be replaced. The reporter asked if the patient is expected to replace the device every two years and also asked if the patient got a bad device. It was unknown if only the lead will be replaced or the entire system. The patient experienced a loss of therapeutic effect; the therapy was gradually not relieving pain over the course of a year. The patient suddenly realized that he was not getting therapy and that was when he met his hcp and company representative in (B)(6) and found out one of the leads was not working. It was also reported that the device was overdischarged in early july. A recharge/jumpstart was performed along with a device reset. Additional information has been requested to find out if any troubleshooting or intervention as required and to obtain the outcome of this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).